Manufacturer narrative:
During testing at the service ctr corrosion was found on the negative battery contact j108, and over all the components on the middle printed circuit board which includes positive battery contact j104. This was due to battery leakage from the disposable batteries. The customer contact's reported complaint of no ac or dc power was confirmed in testing as the device would not power on while using battery power. As indicated, this device has been identified as part a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service ctr for a report from the customer contact that the pump will not turn on, both on batteries and power cords. This is not a reportable malfunction. However, during verification testing at the service ctr, leakage from the disposable batteries was noted in the battery compartment and j108 on middle printed circuit board of the device.